Event description:
Patient reported being injected in the lips with an unspecified juvéderm product in another country. Approximately four months later, patient experienced their lips were "swelling and itchy and ¿swollen everyday with lumps". The patient reported the events while consulting with the treating healthcare professional (hcp) and the hcp reported ¿they are treating the "granulomas" with hylenex® and stated the granulomas were "pretty hard". Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.